Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A new prescription form has been received requesting an extendible implant to revise a mets distal femur in situ, due to the patient having a leg length discrepancy of 4 cm.